Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient began experiencing pericarditis symptoms post procedure and had a slow growing pericardial effusion over two (2) weeks. The physician will perform a pericardiocentesis to drain fluid from the patient in response to this event. There were no other complications that were reported to have occurred and the patient is expected to make a full recovery from this event.